Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation. Additional followup:dr (B) (6) called rep last week to inform me of the incidence. During his lap nephrectomy, he fired echelon flex with a white reload across the renal vein and the proximal portion of the staple line failed, resulted in uncontrollable bleeding. He tried to clip it and the clips did not hold due to the short size of the stump. He placed nuknit over the bleed and it seemed to clot. After 20 minutes, dr (B) (6) was very uneasy and looked again at the stump - to see heavy bleeding. Dr (B) (6) had to call in the cv surgeon, dr (B) (6), to come and help get control of the bleed and sew the vein, since it was located so close to the vena cava and bleeding heavily. The patient was opened and is now doing fine. Dr (B) (6)mentioned that had he not seen or controlled the bleed, the patient would have died within 30 minutes.

Event description:
It was reported that during a laparoscopic nephrectomy, the device was fired across the renal vein with a white reload; the proximal end of the staple line did not form. The procedure was converted to an open and a cv surgeon was called in to the case to sew the renal stump. The amount of blood loss is unknown. It is unknown if the patient received a blood transfusion. The surgeon tried to clip the stump; however, the stump was too small. Therefore, nuknit was used to form a clot until the cardiovascular surgeon scrubbed in to repair the staple line. (B) (4).